Manufacturer narrative:
The ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed a movement error message and had to be rebooted for every exam. No pt injury was reported.